Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report #3005099803-2009-00165 for a description of the other device. A lithocatch was used during a procedure. According to the complainant, the basket opened and closed without issue during preparation. However, during the procedure, the device would open but not reclose. There were no patient complications reported as a result of this event.

Manufacturer narrative:
As received, the sheath was buckled leading into strain relief. A device history review was performed and revealed no issues.